Manufacturer narrative:
The manufacturer did not receive the device for review. The cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device (s) be returned for evaluation and the investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the surgeon was using the ncb.